Event description:
11:45am attempted to remove electrosurgical unit pad from right anterior thighs. Silver lining of electrosurgical unit pad separated leaving blue gel on pt's skin. Blue gel felt hot to touch. Rapidly removed gel from pt's skin. Gel melted to user's glove. Bovie pencil - no lot # sent to manufacturer for evaluation. Bovie settings cut 90, coag 50 bovie unit manufacturer valley lab model force ez.